Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was fentanyl with an unknown dose and concentration. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient presented at the ER with signs of overdose (overdose symptoms). The patient has been given "copious amounts of narcan" and they are suspected overdose from the fentanyl pump. The hcp did not know of any dosing adjustments or recent refills or changes with the pump when asked. The issue started on (B)(6) 2018. It was reviewed to contact the managing physician. They were sent an emergency procedure card for morphine for procedure to empty the pump if needed and were also given the (B)(6) number to page a local manufacturer¿s representative (rep) if needed. There were no further complications reported/anticipated.